Manufacturer narrative:
Codes provided by the MFR. (B)(4). Investigation is still in-progress. If add'l info is received, a supplemental report will be submitted per 21cfr 803.56. This report event occurred outside the USA. MFR cross ref: (B)(4).

Event description:
The customer reported after taking exam and checking images by adjustment gui without pressing exam end icon and exam suspended icon, mobile dart went back to department of radiology. Then tech unsuccessfully tried to press the exam and icon, but exam end icon and exam suspended icon had no function in using with the error message indicating "unanticipated error was occurring." After rebooting systems, the image previously taken was lost. It is possible that the image was retaken, resulting in unintended excessive radiation exposure.